Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments/ partial display anomaly due to blank display. The insulin pump was received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid display. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer reported that the pump was having a solid white screen and it is not working. There was no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.